Event description:
It was reported that a malfunction occurred on the pump, but no notable events took place prior to the malfunction. The customer's blood glucose level was 250 mg/dl. The customer managed the elevated blood glucose by administering a correction injection via mdi and did not require third-party assistance. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset.